Manufacturer narrative:
The root cause was determined to be component issue. The user facility advised that they are unable to disclose patients condition at this time. The investigation is complete.

Manufacturer narrative:
The DHR review is complete with no anomalies noted. Product evaluation determined that the vacuum pump is defective with only 0.5h of running time. Replacement is required. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is deemed necessary. Patient status has been requested. Additional investigation results are pending. The investigation is ongoing.

Event description:
A user facility reported receiving a cpx05 ("the air pressure output is lower than commanded.") Error code midway through cataract surgery. The stellaris primed and tuned. The surgeon started to sculpt when the error code appeared. The patient was removed from the theater until the issue was resolved. The patient returned 5 hours later to have the procedure successfully completed.